Manufacturer narrative:
(B) (4). Conclusion: the connection issue met by the user during the first attempt resulted from an excess of glue residues from the manufacturing process, which prevented from proper insertion of the screwdriver blade in the setscrew head at the first attempt and could also explain the damages found on the hexagonal heads of the setscrews. At the second attempt, the ventricular setscrew has been completely unscrewed and difficulties were met to reintroduce the setscrew in the corresponding terminal block; corrective actions were implemented in the manufacturing process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an additional inspection step); the added inspection step became effective with sterilization lot 2317. In addition, a technical note was provided to users with a reminder, and additional instructions to ensure the wrench is fully inserted at the time of the implantation procedure. The electrical characteristics of the returned device were within specifications.

Event description:
Reportedly, during the replacement of a pacemaker, the physician met difficulties to screw and tighten the lead even after a second attempt. The pacemaker involved in this MDR report was returned for analysis.